Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to migration of the implant body.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed july 30, 2015.